Event description:
It was reported that the patient experienced an infection. Implants were removed and an antibiotic spacer was inserted.

Manufacturer narrative:
Additional devices listed in this report: cat # 6276-1-027, lot # 41628601, description: 27mm mod rev hip body/bolt std component level 9006-1-027. Cat # 6570-0-536, lot # 43847702, description: delta v-40 ceramic head 36/+2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: a review by a clinical consultant concluded that no correlation between any specific device property and infection can be established. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient experienced an infection. Implants were removed and an antibiotic spacer was inserted.